Event description:
An optometrist reported that a pt experienced stage one dlk (diffuse lamellar keratitis), two days after having undergone lasik surgery, and was treated with medication. F/u info rec'd noted trace dlk in the right eye, and duration of event was stated to be six days, which was mentioned to have resolved with treatment. F/u info also relayed that the pt reported halos, postoperatively. This is the first of two reports, referencing the pt's right eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).